Event description:
The patient was reportedly experiencing intermittencies, followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.